Event description:
Affiliate rep reportedthat the product was a pituitary rongeur. While the surgeon was carrying out a lumber discectomy, the top part of the jaw became detached and lodged in the patient where it still is. The mmra report states that the instrument snapped leaving a 2mm metal foreign body in the patient's operating site.

Manufacturer narrative:
It has been communicated that the device is available for evaluation. Upon completion of the investigation, a follow up report will be filed.